Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use, that the cardiosave intra aortic ballon pump(iabp) had possible blood back in unit when balloon ruptured. No harm or injury to the patient was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that safety disk (0202-00-0140) and patient interface module (0997-00-1178) were found to be contaminated and were replaced. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.